Manufacturer narrative:
On (B)(6) 2017. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where force values were not displayed and coagulum was found attached to the catheter. The returned device was visually inspected and was found in good condition. No char/coagulum was observed. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. An irrigation test was performed with a coolflow pump, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but a force sensor error (error 106) was displayed. The catheter was then dissected, and it was determined that the root cause was an internal sensor failure. Additionally, the irrigation tubing was inspected, and it was found in good condition. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On-line inspections and functional tests are in place to prevent catheters with this type of failure from leaving the facility. The customer complaint regarding the force issue has been verified, but the root cause of the loss of electrical continuity at the sensor could not be determined. The complaint regarding the presence of thrombus could not be confirmed, as none was found.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where force values were not displayed and coagulum was found attached to the catheter. Initially, catheter dragging was being performed, and force values were holding between 10-36g. Sixty-eight (68) ablations were performed on the center line (between the right and left pulmonary veins), each approximately 30 seconds in length. After completion of the roof line ablation (the 66th radiofrequency application), the contact force value was lost. The catheter was pulled from the patient¿s body for inspection, and coagulum was found near the tip. No impedance or temperature spikes were observed during the case, and it is unknown when the coagulum might have formed. The coagulum was removed and the catheter was flushed prior to reinsertion. Two additional ablations were conducted on the right inferior pulmonary vein, in spite of the fact that the force value was still not displaying. It was noted that there was no unusual circumstances during the prepping and flushing of the catheter. In light of the presence of coagulum and the lack of contact force values, the physician chose to end the procedure. No patient consequences were reported, and at no point was the physician concerned regarding the procedure or the patient¿s well-being. The generator was being used in power control mode. It is unknown if anticoagulants were in use. The patient exhibited no neurological symptoms post procedure. A loss of contact force values is highly detectable, and the potential that this issue could cause or contribute to a serious injury is remote. However, coagulum exhibits poor adherence to catheters, and can be a potential source of embolism. As a result, this event is MDR reportable.